Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that they been taking shots because the insulin pump was not working as they were not able to locate the activity guard for the reservoir and does not have a meter to link to the pump. The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on october 23, 2019. Customer¿s blood glucose level was over 600 mg/dl, at the time of hospitalization. Customer was treat with manual injection as insulin pump was not working. Customer also treated with bolus, intravenous drip. Customer was vomiting. Customer was okay to troubleshoot but customer declined to troubleshoot stated that they wanted to visit doctor. Customer was visually impaired. In the hospital nothing was found to be wrong with insulin pump by doctor. The insulin p ump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was over 600 mg/dl, at the time of hospitalization. Customer was treat with manual injection as insulin pump was not working. Customer also treated with bolus, intravenous drip. Customer was vomiting. Customer was okay to troubleshoot but customer declined to troubleshoot stated that they wanted to visit doctor. Customer was visually impaired. In the hospital nothing was found to be wrong with insulin pump by doctor. The insulin p ump will not be returned for analysis.